Manufacturer narrative:
B3: date of event - the date of 22nov2021 was used as this is the date the literature article was accepted. Literature citation: davtyan k., et al. (2022) antithrombotic therapy in patients with non-valvular atrial fibrillation and high risk of stroke after successful endovascular left atrial appendage occlusion. Journal of arrhythmology. 29(1): 24-31. Https://doi.org/10.35336/va-2022-1-04.

Event description:
It was reported via literature that a stroke occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Post implant procedure, the patient began aspirin and non-vitamin k antagonist oral anticoagulants. At an unspecified time, post index procedure, the patient experienced an ischemic stroke.